Event description:
The user facility reported to terumo cardiovascular sys that prior to cardiopulmonary bypass surgery, during setup, the oxygenator leaked at the water inlet. No pt involvement as this occurred during setup. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).